Event description:
The customer complained that the brakes and steer will not hold due to a broken rocker arm. Tech- brakes/steer will not hold because of broken rocker arm. Replaced rocker arm with an upgrade ((B) (4)) to fix the problem. (B) (4). (B) (4).

Manufacturer narrative:
The tech determined that the issue was caused as a result of a broken rocker arm. The tech replaced the rocker arm with an upgraded rocker arm, which resolved the issue. The stretcher operates within specification. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.